Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: product was not returned for evaluation/repair. Evaluation of the photo sample provided showed possible dark streaks in the ultrasound image. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - probe is faulty. Causing poor images.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - probe is faulty. Causing poor images.